Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power two days after the low battery alarm. The customer could not open the battery cap. The cap was being damaged. The insulin pump was not delivering insulin therefore she was advised to revert to her health care provider's backup plan. The insulin pump also alarmed failed battery test. Customer's blood glucose level was not reported. The customer changed the battery three times that morning. The device was not returned.